Manufacturer narrative:
The device history record (DHR) confirmed was unable to be performed for the lot number(s) identified. Visual analysis of the device revealed a circumferential fracture at the distal side of fiber/cap fusion zone at the bevel edge. Due to the observed circumferential fracture at distal side, the potential for forward firing may exist. The fiber proximal to the fracture can rotate independently of the metal cap. Significant detritus adhesion was observed at the surface of metal cap, indicative of tissue contact. The glass cap exhibits devitrification at output window. Fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystallize. The fiber was functionally tested with helium-neon (hene) laser fixture, no breaks were visible along the length of the fiber. The connector cone, segments, and tabs appear in good condition and secured. The fiber connector passed the signature verification fixture test. Based on the circumferential fracture observed, the reported event is confirmed and an evaluation conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The circumferential fracture likely occurred due to elevated temperatures near the laser beam output window. The manufacturer previously completed testing that confirmed that the fiber met all design specifications and performed as intended when the fiber is used per the instruction for use (IFU) and the user maintains a 2mm working distance between the tissue and the fiber tip during use. Further analysis noted that where there is tissue adhesion through constant and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. These factors were identified as a major cause of the noted circumferential fracture. The manufacturer was only able to replicate the observed defect when the fiber tip was buried in tissue or there was tissue adhesion on the fiber tip from constant and heavy tissue contact which is in contrast with the operating instructions, thus further supporting this observation was induced by thermal instability from tissue contact/adhesion. As a result of this further investigation, an update has been made to the IFU to include a recommendation to increase irrigation flow by means of a pressurized saline bag to further increase the liquid cooling effect and potentially reduce the observation previously mentioned in addition to following the existing operating instructions to maintain a 2mm working distance.

Event description:
It was reported that a fiber was ineffective after 100,000 joules. The procedure was stopped to check the fiber malfunction and the staff was obligated to replace the defective fiber with a new one. The procedure was completed successfully with no clinical consequences to the patient. The fiber was returned and analysis identified there was a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge. The potential for forward firing exists.